Manufacturer narrative:
1219930-2026-02287,1219930-2026-02288 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a robotic laparoscopic total hysterectomy with bilateral salpingectomy procedure, while performing uterine vessels division, the surgeon reported inadequate gripping strength of the bipolar fenestrated grasper (bfg), which was on its final allowable use. The bfg instrument repeatedly slipped while grasping tissue. Replacement instruments, including a new bfg and ligasure, were offered but declined. Excessive bleeding was encountered, and the onscreen visual appearance raised concern for a possible vaginal balloon defect within the uterus, although this was later determined not to be the case. Due to suboptimal port placement, limited instrument reach related to patient anatomy, reported bfg performance concerns, and excessive bleeding, the surgeon expressed reduced confidence in achieving hemostasis robotically. The hugo system was withdrawn and undocked, and the procedure was converted to laparoscopy and completed successfully using standard laparoscopic instruments. It took more than 30 minutes to resolve the issue.